Event description:
It was reported that balloon rupture occurred. The target lesion was located in the arteriovenous fistula. A 6.0 x 80, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was good. It was further reported that the occluded target lesion was severely calcified and mildly tortuous. The balloon ruptured during the first inflation before reaching the rated burst pressure.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the arteriovenous fistula. A 6.0 x 80, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was good. It was further reported that the occluded target lesion was severely calcified and mildly tortuous. The balloon ruptured during the first inflation before reaching the rated burst pressure.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination of the returned device noted that the balloon protector was covering the balloon. There was no evidence of any device use. The returned device was loaded onto a 0.035in guidewire and attached to an encore inflation unit. Positive pressure was applied and the balloon was successfully inflated to its rate of burst pressure with no leaks or drops in pressure noted. The pressure was held for 30 seconds, this was recorded. The inflation device was verified before and after use with a calibrated pressure gauge. This inflation to its rate burst pressure was repeated three times and with issues or drop in pressure noted. A visual and microscopic examination of the balloon material identified no issues that could have contributed to the complaint incident. No issues were noted with the tip or markerbands of the device that could have contributed to the complaint incident. A visual and tactile examination found that the shaft was free from any damage. No issues were noted with the shaft that could have contributed to the complaint incident. No issues were identified during product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the arteriovenous fistula. A 6.0 x 80, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.